Event description:
Found during inspection by physio-control, the device shock led would not illuminate to indicate shock ready. No pt involvement reported with this event.

Manufacturer narrative:
Physio-control replaced the main control keypad assembly, and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced keypad assembly and observed that some glue had broken from the selector and shock led's to create an electrical open in the circuitry to those leds.